Event description:
It was reported that physiologic noise coming for this patient with the cardiac resynchronization therapy defibrillator (crt-d) induced the patient into a ventricular tachycardia episode that evolved into ventricular fibrillation. Furthermore, undersensing was observed on this right ventricular lead, even though, the device was still able to deliver anti-tachycardia pacing (atp) therapy on the patient, however they were not successful. Eventually the episode ended due to external shock provided to the patient. Further evaluation of the patient was discussed. This lead remains in service. No further adverse patient effects were reported.

Event description:
It was reported that physiologic noise coming for this patient with the cardiac resynchronization therapy defibrillator (crt-d) induced the patient into a ventricular tachycardia episode that evolved into ventricular fibrillation. Furthermore, undersensing was observed on this right ventricular lead, even though, the device was still able to deliver anti-tachycardia pacing (atp) therapy on the patient, however they were not successful. Eventually the episode ended due to external shock provided to the patient. Further evaluation of the patient was discussed. This lead remains in service. No further adverse patient effects were reported.